Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/04/2014 with the following findings: a review of the black box showed a call service alarm on (B)(6) 2014. Evidence of moisture ingress was observed on the display screen and the pump failed a leak test due to a battery compartment leak. The pump was unable to power on and the call service alarm was unable to be fully investigated. The pump cover was opened and moisture ingress was found on the printed circuit board, the display screen, the keypad flex connector, and on the power circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.